Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system developed an infection. It was noted the patient had wound dehiscence at the pocket site with purulent drainage, erythema, and tenderness. The patient was hospitalized and administered medications to treat the infection. The s-ICD system remains in service.

Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology laboratory in late-(B)(6) 2018. This device and electrode were explanted. Visual observation identified pocket erosion with eruption through the skin. The physician was concerned about possible infection. A sample was sent to the hospital's pathology department to verify if an infection was present.